Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). A technical service (ts) consultant reviewed information from red alert report from home monitor. Ts advised to perform additional testing including x-ray images. The rv lead remains implanted. No adverse patient effects were reported. The patient will be scheduled for a revision procedure in the near future. Additional information was received that the device programming was set to a dual coil setting, but the implanted rv lead was a single coil lead. The rep indicated that the patient will return for a follow up appointment and device programming options will be reviewed.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherit risk of lead was selected because it is noted within the device instructions for use (IFU), as well as the product's risk documentation. . As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.